Event description:
It was reported that the patient's right atrial (ra) lead exhibited abnormal pacing impedance. The ra lead was capped on (B)(6) 2025. Patient was stable.

Event description:
Additional information received indicated that the issue was discovered remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited high pacing impedance. The rv lead was capped and replaced on (B)(6) 2025.